Event description:
Dealer alleges patient went into tilt position and anti tippers broke. Additional information was received and reported anti tippers broke when end user was in the tilt mode, they just snapped off. No report of injury or ill effect.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model solara 3g, serial number/date (B)(4) is approximately 4 months old. The owner's manual part number 1154295, rev. C(dec-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the dealer for additional information on this incident. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.